Event description:
As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) did not deploy and was left on the device while the tech was deploying the device. All products were removed from the patient and manual pressure was held for hemostasis. There was no patient injury or complication. This was the second device failure in the same box, one after the other, and they chose not to use further items in the box. Additional information was requested but not available. The procedural device and 4 other sterile devices will be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) did not deploy and was left on the device while the tech was deploying the device. All products were removed from the patient and manual pressure was held for hemostasis. There was no patient injury or complication. This was the second device failure in the same box, one after the other, and they chose not to use further items in the box. Additional information was requested but not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock in open position. The sealant was partially deployed on the catheter shaft, not exposed to blood. It was noted that the sealant sleeve was displaced approximately 17 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. The advancer tube remained inside the shuttle cartridge. The procedure sheath and syringe were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, a deployment test was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use. A product history record (phr) review of lot f2220605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) did not deploy and was left on the device while the tech was deploying the device. All products were removed from the patient and manual pressure was held for hemostasis. There was no patient injury or complication. This was the second device failure in the same box, one after the other, and they chose not to use further items in the box. Additional information was requested but not available. The product was not returned for analysis. A product history record (phr) review of lot f2220605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) did not deploy and was left on the device while the tech was deploying the device. All products were removed from the patient and manual pressure was held for hemostasis. There was no patient injury or complication. This was the second device failure in the same box, one after the other, and they chose not to use further items in the box. Additional information was requested but not available. The procedural device and 4 other sterile devices were not returned for evaluation as previously expected.